Event description:
It was reported that during implant, the delivery catheter broke during slitting. The physician managed to cut the rest of the catheter with scissors, however it was noted that the left ventricular (lv) lead had dislodged. A new delivery catheter was used to cannulate the coronary sinus and reposition the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).